Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified through review of the event history log. The device was found in specification in relation to the reported upstream occlusion alarm which was not reproduced during evaluation. Troubleshooting the device found no discrepancies. No correction required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced upstream occlusion alarm. There was no known patient injury or medical intervention associated with this event. No additional information is available.